Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the t-wave oversensing (twos) caused inappropriate withholding of anti-tachycardia pacing. The t-wave discriminator was programmed off. The physician decided that because the patient tolerates ventricular tachycardia (vt) well, they would like the t-waves discriminator to be turned back on. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.